Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch 2032227-2016-45948.

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose. She had tried to overdose with insulin and did not know the blood glucose reading of the time of admission. She was treated and brought to a mental health center. She was wearing the insulin pump at the time of the event. The insulin pump was not replaced or returned for analysis.